Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devces. A visual inspection of the returned photos noted both reloads were fully fired. Reload 1 had staple pushers flush with the cartridge. No visual abnormalities were observed for reload 2. Visual inspection of the returned products noted that the reloads were fully fired. Microscopic evaluation noted that both reloads had damage to the cutting edge of the knife blades. The clamping mechanism was deformed on reload 1. The anvil was bowed on reload 1. Staple pushers were flush with the cartridge on reload 1. Reload 1 was stuck articulated to one side before loading onto an instrument. Pmv performed functional testing. The reloads were loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and the reloads were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information bo oklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open, low anterior resection, the reload had a poor staple formation and staple was incomplete distally. It was reported that the stapler was able to complete firing cycle. The surgeon had to create a colostomy and suture the rectum as it was only partially stapled. The surgical time was extended 30 minutes or more. The patient was out of intensive care unit (ICU) and seem to make good progress. The doctor said that the patient feels a bit depressed, but he does not relate this to the colostomy bag as he seems to be coping fine. The patient will start radiation in which following that, the doctor is planning to take a biopsy of the rectum and depending on the outcome of the biopsy ¿ a repair might take place (patency restored).